Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This did not happen during surgery. No patient was involved, or affected. The day was slower, so I spent time assessing our instruments at this account. The tip of this instrument appears to be broken. I could not thread on a screw. Can the repairs department check to see if the threads are broken or such. We would like this item repaired/replaced if possible. Patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination revealed that the hexlobes on the screwdriver¿s distal tip had become stripped. This is a non-reportable malfunction.